Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced ongoing left groin pain, dense scar tissue, and adhesions. Post-operative patient treatment included revision of vas deferens that was tethered to dense scar tissue and a flap of the mesh, and partial removal of mesh.